Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR 3004753838-2023-273587, a correction is required. B3 date of event - correction. G6 type of report - additional information. H2 type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.